Event description:
Additional followup provided: the procedure was a video assisted thoracic procedure with a lymph node lobectomy. The risk manager confirmed the operating room nurse reported the device did fired and cut completely and the integrity of the staple lines were sufficient with a white reload on the artery and then they fired a green reload across the lower lobe bronchus. The surgeon observed that the device cut but the third line of staples was incomplete and not closed. They removed those staples used suture to complete the procedure. There was no adverse event to the pt and the pt had been reported staple at the time the mw was filed at the facility.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.